Event description:
It was reported that this pacemaker was ex planted due to a "component malfunction requiring replacement." Another single chamber pacemaker was successfully implanted. Besides intervention, no other adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).